Event description:
It was reported that the patient experienced a pericardial effusion, which was thought to be due to a lead perforation. It was not determined which of the two implanted leads may have caused a perforation. The leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant: 5076-52 lead implanted: 2014-(B)(6). (B)(4).